Manufacturer narrative:
(B)(4). A review of the device history record was performed which did not reveal any issues that could be related to the reported issue of patient death. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient, who performed pd therapy with a homechoice (hc) device, passed away due to an unreported cause. The patient was not hospitalized prior to death. The patient died in the night at home. It was not reported whether the patient was connected to the hc at the time of death or if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No further information was provided. Additional information was requested but is not available.